Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer removed an o-ring found on the pneumatic tap, successfully loaded the cartridge onto the pump, and resumed insulin delivery after following instructions from technical support.